Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's reported event of color tone was not duplicated during device evaluation. Noise on the image was found during device inspection of the repair department, and occurred due to camera cable failure (such as internal disconnection). The root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed for the color but yes for the image. The evaluation found the following: image failure due to the camera cable failure, product name printing disappeared, video connector electrical contact corrosion, and white scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had image color when captured looking bad. The issue occurred during a diagnostic procedure that was completed with no delay with a similar device. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: image failure due to the camera cable failing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.